Event description:
Reported received from (B)(6) stating that the device had a bent drive shaft and was wobbling. It is known that this event did not occur during surgery - however, it is unk if there was patient/user injury or medical intervention. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).